Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The technical support team was tasked with replacing the pump and completing the field correction form on behalf of the customer, who would call when ready for renewals.